Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Almost half of his stomach had been eaten away [gastric disorder]. An elderly man accidentally drank a glass of water with a cleansing tablet in it/he ended up in hospital [accidental device ingestion]. Case description: this case was reported by a consumer via interactive digital media (B)(6) and described the occurrence of gastric disorder in an elderly male patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced gastric disorder (serious criteria hospitalization) and accidental device ingestion (serious criteria hospitalization and gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the gastric disorder and accidental device ingestion were unknown. It was unknown if the reporter considered the gastric disorder and accidental device ingestion to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via interactive digital media (B)(6) on (B)(6) 2021. Consumer stated that "does it contain persulfate? An elderly man accidentally drank a glass of water with a cleansing tablet in it. He ended up in hospital; almost half of his stomach had been eaten away" note: hsi was captured via polident (B)(6) page on (B)(6) 2021. No further information obtained. Initially the consumer is asking whether polident denture cleanser tablet contain persulfate last (B)(6) 2021. Consumer responded on (B)(6) 2021.